Event description:
It was reported that a pt was admitted to the hospital for unrelated respiratory issues. While in the hospital, the pt underwent several medication changes and the pt began to experience an increase in seizures above pre-implant baseline levels. The pt's mother believes, the increase in seizures is due to medication changes and wanted to have the vns adjusted to see if this would help. Good faith attempts to obtain add'l info have been unsuccessful to date.